Event description:
On (B)(6) 2013 patient's nurse reported he is in the hospital for ketoacidosis and needs assistance getting him back on the infusion device. Nurse stated patient was admitted yesterday with a blood glucose level of 667 mg/dl on the hospital meter. Nurse reported patient wasn't able to test his blood glucose level due to his blood glucose monitor not working; type of glucose monitor is unknown. Nurse stated she thinks the patient was brought to the hospital via ambulance after his girlfriend call the emts. Nurse believes the patient was incapable of self-treating due to his diabetic state. Nurse reported the patient is due to change the infusion set today, but when she performed a bolus of 2 units of insulin in the air, the insulin is leaking from where the cartridge connects to the infusion set tubing. Nurse stated she is unsure of the patient's normal blood glucose level but thinks it is the low 100's mg/dl. Nurse reported she will verify with the doctor of changing the basal rate to 1.4 units per hour. Nurse is not aware of patient's prior readings or what occurred prior to him coming to the hospital. Nurse stated the patient felt nauseous and was vomiting when he came to the hospital, was taken off of the infusion device when he was admitted and was placed on an IV with insulin shots. IV contents were not provided. On follow up call patient reported he is still in the hospital and the infusion set tubing is loosened off from the luer. Patient stated he is ready to get out of the hospital but does not have an infusion set for the infusion device. Patient reported he uses the insertion assist device. On follow up call on (B)(6) 2013 patient reported getting out of the hospital yesterday; patient was in the hospital for 2 days. Patient stated he was switched to a new infusion set from the same box and it was leaking from the luer lock. Patient reported he was priming the tubing when he noticed the leak. Patient stated the infusion device was not in use when he noticed the leak. This is the 2nd infusion set. Patient reported he thinks the leaky insulin contributed to the elevated blood glucose readings. Product was replaced and requested return of the alleged infusion set for evaluation.

Manufacturer narrative:
Conclusion: the complaint cannot be verified. Result since no material has been returned from the customer and no lot number is known, no investigation could be performed. Therefore the complaint cannot be verified. As the product has not been returned for investigation and the lot is not available, the complaint could not be replicated. Device was not returned.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.